Event description:
Customer had low bg's causing hospitalization. It was stated that the customer was found in bed in the mroning confused and "out of it." Family member had customer drink 2 glasses of milk and proceeded to take the customer to the hosp where admitted. It was stated that the customer eventually went into a coma. Customer had been taking antibiotics and pain medication for pulled wisdom tooth for several days. Family member also stated that the customer had been experiencing frequent low bg's and had been working with the doctor to adjust it. There was no indication of bolusing or programming with the pump.